Event description:
It was reported that the device displayed an alarm. There was patient involvement and unknown patient harm/adverse event reported. The device evaluation noted a high-pressure alarm.

Manufacturer narrative:
Received one device for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The root cause was unable to be identified because the reported problem was not confirmed. The device event history showed multiple high-pressure alarms. As a preventive measure, the component downstream occlusion sensor was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed.